Event description:
It was reported that during one left c6 dissection aneurysm flow diverter implantation case, when the flow diverter (subject device) went into hub, the operator felt two resistance and one was smaller and the other one was bigger. Then the operator continued to deliver the flow diverter (subject device) to the lesion and he felt slight friction when it passed the tortuous stenosis lesion. After the it was located, the operator tried to deploy it and the tip of the flow diverter (subject device) was deployed and attached the vessel wall successfully. Continued to deploy the flow diverter (subject device) but when deploying at the tortuous segmemt, it could not open normally. The operator tried several times to push and pull but the flow diverter (subject device) was still not able to be deployed. The operator thought the flow diverter (subject device) might be kinked in tortuous vessel so withdrew it out and deployed it on the table completely. After the procedure the operator checked the flow diverter (subject device) and found some kink/bend mark. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one left c6 dissection aneurysm flow diverter implantation case, when the flow diverter (subject device) went into hub, the operator felt two resistance and one was smaller and the other one was bigger. Then the operator continued to deliver the flow diverter (subject device) to the lesion and he felt slight friction when it passed the tortuous stenosis lesion. After the it was located, the operator tried to deploy it and the tip of the flow diverter (subject device) was deployed and attached the vessel wall successfully. Continued to deploy the flow diverter (subject device) but when deploying at the tortuous segmemt, it could not open normally. The operator tried several times to push and pull but the flow diverter (subject device) was still not able to be deployed. The operator thought the flow diverter (subject device) might be kinked in tortuous vessel so withdrew it out and deployed it on the table completely. After the procedure the operator checked the flow diverter (subject device) and found some kink/bend mark. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed , the stent was found to be fully opened with frayed braid edges, and the sdw (stent delivery wire) was found to be kinked/bent 3.4cm from the distal end. A functional test was not available as the stent was already deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The as reported ¿stent difficult/unable to transfer¿, ¿stent friction¿, 'stent partial deployment', 'stent failed/unable to open (when not implanted)' and 'stent failed/unable to deploy' were not confirmed as the stent had been deployed on the table at the user facility. The as reported ¿stent deformed¿ was confirmed during the analysis. Additional information provided by the customer indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. Other devices used in the procedure in conjunction with the subject device were stryker catheters and stryker guidewire. It was confirmed that the rhv (rotating hemostasis valve) was opened during insertion of the stent introducer sheath into the microcatheter hub. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer, confirming that there was no gap between the distal end of the introducer sheath and the proximal end of the microcatheter shaft. There was no resistance encountered inside the catheter shaft. The same microcatheter was used to finish the procedure. The subject stent was partially deployed. Analysis of the returned device found the stent had been deployed (on the table at the user facility as per the event description. The stent was found to be fully opened with frayed braid edges. The sdw (stent delivery wire) was kinked/bent 3.4cm from the distal end. It is most likely the patient¿s severely tortuous anatomy contributed to the difficulties experienced during the procedure. The as reported ¿stent difficult/unable to transfer¿, ¿stent friction¿, 'stent partial deployment', 'stent failed/unable to open (when not implanted)' and 'stent failed/unable to deploy' were not confirmed during product analysis as the stent had been deployed on the table at the user facility. The as analyzed defects ¿stent deformed¿ and ¿sdw kinked/bent¿ will be assigned to this investigation. An assignable cause of procedural factors will be assigned to the as reported ¿nv ¿ stent deformed¿ in addition to the as analyzed ¿stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.